Event description:
It was reported that a recent diagnosis test of the pt's (australia) lead found invalid impedance readings for several lead contacts. Reprogramming was undertaken utilizing the functioning electrodes resulting in marginal therapy coverage for the pt. An x-ray was taken for further interrogation. However, neither the x-ray results nor the decision regarding the next course of action have been disclosed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.